Event description:
Reporter alleged obtaining the results of 147 mg/dl, 180 mg/dl and 460 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she omitted her morning does of 500 mg of metformin prior to obtaining the results as she felt nauseated and could not eat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device had a blinking display while defrosting the unit. The user reported that during several power up/down sequences, the unit would intermittently duplicate the blinking display condition. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.